Event description:
It was reported that bd luer-lok disposable syringe contained foreign matter described as air bubbles. No serious injury or medical intervention was reported.

Manufacturer narrative:
One loose 1ml ll syringe with a customer¿s red tip cap attached was received and evaluated. The barrel was observed to have an embedded void (air bubble) between 0.3 and 0.4 ml markings. The bubble was not exposed to the surface and plunger could be moved smoothly past it. The dot above the bd logo is a cylinder image dot which is part of the printed scale image and is not a defect. It is intended to be printed on the barrel. An image may have one, two or no dots near the logo. Potential root cause for the embedded air bubble defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe contained foreign matter described as air bubbles. No serious injury or medical intervention was reported.